Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon tear occurred. A 6-6/2/80 occlusion balloon catheter was selected for use. However, during preparation, it was noted that the balloon was torn. The procedure was completed using another of the same device. No patient complications were reported.